Manufacturer narrative:
Eval: results: (moderately tortuous arteries). Conclusion: (moderately tortuous arteries). (Required secondary intervention).

Event description:
A talent stent graft system was inserted in a pt, for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the arteries were moderately tortuous. It was reported that the vessel on the right side, was dilated with a 24 fr dilator, and then the delivery system was inserted; however, it was not possible to advance it. The delivery system kinked during the attempt to insert it, and the decision was made to remove it from the pt. The delivery system was discarded by the user facility. Another talent device was successfully inserted through the left side, after the artery was dilated with a 24 fr dilator. No clinical sequelae were reported, and the pt is fine.